Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 3284688. Device history review: product code 563620, work order / lot 3284688 of quantity 30 was sterilized on (31 march 2011) per the sterilization certificate, the sterilization cycle met the validated parameters. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.